Manufacturer narrative:
(B)(4).

Event description:
It was reported that buttons greyed out on the mobile app was reported. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the first supplemental report, a second supplemental report is needed.

Manufacturer narrative:
(B)(4).